Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the facility called and alleged the left wheel lock was broke where the extension is attached to the wheel lock.